Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. A spline inversion issue occurred when the device was deployed to basket. Multiple attempts to solve the issue were made without success, hence, the device was replaced. When the device was removed, it was observed that the spline was broken. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Subsequently, the device was deployed to basket and flower without difficulty. It was noted that there was no significant issue with the splines. No problems were noted with the state of splines in any position. The device was examined on the microscope to look for any abnormalities that could cause or lead to spline inversion. Nothing out of the ordinary was noted. The reported event was not confirmed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. A spline inversion issue occurred when the device was deployed to basket. Multiple attempts to solve the issue were made without success, hence, the device was replaced. When the device was removed, it was observed that the spline was broken. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.